Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable event was discovered. A us distributor reported that the patient's garment was digging into the patient skin. The wound was bleeding. The patient was given a cream from hospice care for the wound. The patient was issued a larger sized garment and the wound healed.